Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that it took about 10 minutes to have a decent pao2 where the team felt comfortable to proceed with cross clamping. The pao2 were ~110mmhg with fio2 of 70 and then 80 mmhg. The customer switched from the ventilation module to a o2 tank to rule out hardware issues.it was determined that it was functioning and was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.